Event description:
Incident reported as: when the (B) (4) heater is on and breathing circuit is lying across patient's chest, occasionally artifact appears on patient's heart monitor at times resembling ectopy. The ectopy occurred when the (B) (4) patient monitor was also used in conjunction with the (B) (4) heater. No patient injury reported.

Manufacturer narrative:
Sample requested but not received at time of this report. Investigation is ongoing. A follow-up report will be sent when available.